Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer an unidentified substance was noted on the introducer sheath. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an unidentified substance on the microintroducer was confirmed but the cause is unknown. Two photographs of a 4.5fr orange handled microintroducer was returned for evaluation. Both photographs were of the handle that contained the 4.5fr size indicator. It appeared that the device had been used as the dilator had been removed from the sheath and the sheath had been split. A darkish red residual material was seen on the handle of the microintroducer. However, the substance and its origin could not be determined from the returned photographs. If the physical sample is received at a later date, this investigation will be updated with the relevant information. Possible contributing factors could include impurities or residual material introduced during the manufacturing or packaging process or residual material from the clinical procedure. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Manufacturing controls addressing cleanliness are in place to mitigate the occurrence of this type of failure. The report of a foreign material has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential issues.

Event description:
It was reported by the customer an unidentified substance was noted on the introducer sheath. No other information was provided.